Manufacturer narrative:
Root cause: the root cause for the reported issue of an bad pressure sensors was not determined because no products or device logs were returned.

Event description:
It was reported that the large volume pump pressure sensors allegedly "tend to go bad frequently". This was reported by the customer to manufacturer representative on site. Additional information was received by the customer. Customer reports "nurses will be getting the module ready to infuse and it will alarm and not run for them. The typical errors I find in alarm history are the 240.4120-4150 and the 241.4140-4150". Clinicians swap out modules when this occurs. There was patient involvement however no patient harm reported.

Event description:
It was reported that the large volume pump pressure sensors allegedly "tend to go bad frequently". This was reported by the customer to manufacturer representative on site. Additional information was received by the customer. Customer reports "nurses will be getting the module ready to infuse and it will alarm and not run for them. The typical errors I find in alarm history are the 240.4120-4150 and the 241.4140-4150". Clinicians swap out modules when this occurs. There was patient involvement however patient harm reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.